Event description:
The patient experienced painful stimulation. The ipg and extension were replaced. The patient recovered without sequelae.

Manufacturer narrative:
Final device analysis revealed no anomalies. The ipg and extension was functionally ok.